Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose (bg) level was above 500 mg/dl. Customer administered a manual insulin injection to address elevated bg. A cartridge change was performed resolving the issue.